Event description:
It was reported that the patient¿s right ventricle (rv) lead exhibited low sensing and high threshold. The rv lead was explanted and replaced with a new lead on (B)(6) 2024. The patient was stable throughout the procedure.